Event description:
As reported by the sales rep per the user facility: product used to infuse solution to patient that resulted in pt death. Occurred with a (B) (6) woman, post partum, hemorrhaging, administered IV fluids through central line, via gravity, and pressure cuff on IV solution bag. Facility made note that the IV fluids "did not seem to flow as quickly via this set as previous straight line baxter sets". Additional information provided by the facility indicated that it is only a presumption that the IV tubing used did not flow as quickly as a straight line set. The positioning of the IV might have also been a factor. The set did not malfunction and was not necessarily related to the outcome of the incident. The solution running through the set at the time of the incident was lactated ringers and then normal saline. Blood was possibly running from another line. The sample was discarded and is not available for evaluation. The reported lot numbers are possible lot numbers in inventory on the unit at the time of the incident.

Manufacturer narrative:
The actual device in the incident was discarded and was not returned to the manufacturer to be evaluated. Without the actual sample, a thorough evaluation could not be performed. The additional information provided by the facility indicated the set did not malfunction and it is only a presumption the set did not flow as quickly as a straight line set. There is no indication that the related incident is due to any manufacturing deficiency of the reported set. No specific conclusions can be drawn. Add'l lot #s: 60977193, 60977192. Add'l expiration date: 01/31/2013.